Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unexpected power loss. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery level of the insulin pump decreased or became full suddenly. The display screen became white suddenly and there was no response from the insulin pump. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery power loss and missing segments or partial display noted.